Event description:
It was reported the pt experienced severe pain and spasms 48 hrs after a pump refill and change in medication. It was also reported during the refill, the reservoir was rinsed. The pt felt the medication was diluted during the rinses which resulted in withdrawal. A reservoir volume discrepancy was also noted (7 mls remove; 9 mls expected). A bridge bolus was performed. The pt was admitted to the hosp three days after the refill. Symptoms reported included diarrhea, feeling like he had a "big weight near the catheter site", and unable to move. The pt had been experiencing withdrawals since the medication was changed. It was unclear what drugs were used in the pump prior to and after the medication change.